Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited significant undersensing and what appeared to be "noise" during an episode of ventricular tachycardia (vt) or torsades de pointes. The lead remains in use. No patient complications have been reported as a result of this event.